Event description:
The patient reported the healthcare provider ¿took 4 vials of blood from the device today¿ after that the patient said he could not feel his legs. The patient also indicated that it ¿feels like it is burning the patient from the inside.¿ the patient also stated that since implant the pump site has felt hot, it feels like he is ¿cooking from the inside out¿ and ¿that it comes and goes.¿ the patient also reported flu-like symptoms, withdrawal symptoms, diarrhea, and stomach pain, soreness, and hardness. The patient spoke with their hcp and they were going to run ¿tests¿ tomorrow regarding this problem. The following day (B)(6) 2014 the hcp reported that the patient was displaying some very strange behavior over the last couple of days. Per the hcp they planned on performing a dye study to confirm catheter placement and plan to change the drug from morphine to dilaudid. They had been micro-dosing the morphine. Following the dye study the hcp planned on programming a priming bolus. After the prime was complete they would then refill with new drug and program a bridge bolus. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n425735, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information later received reported the patient did not have concerns with their device or therapy and had received assistance from their hcp (healthcare provider)/manufacturer representative and their concerns were resolved. It was also noted the patient had an appointment on ¿monday the (B)(6), 2014¿ and still had concerns .